Event description:
It was reported that during a routine follow-up appointment they discovered that the right atrial (ra) lead pacing impedances were high out of range greater than 3000 ohms. Additional observations included high pacing thresholds with loss of capture, as well as noise that was oversensed leading to inappropriate atrial mode switches. The device was programmed to deactivate the ra lead and no longer provide therapy in the atrium, however the lead remains implanted. No adverse patient effects were reported.